Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a worn block assembly and cracked tank cover. The reported issue was confirmed during functional testing when the device was powered on and the device activated an alarm. The issue was traced to the device microswitch, which was determined to be damaged. However, the investigation could not attribute a definite root cause for the condition of the microswitch component. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
Date of event, UDI number, operator of device are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was alarming as soon as it turns on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.